Event description:
It was reported that the patient presented for an in-clinic follow-up. Upon review, it was discovered that there was no rf function during the interrogation. It was noted that there was an rf chip error and that the rf chip was non-functional. A cybersecurity upgrade was downloaded, and rf connection was restored. The patient will continue to be monitored.